Event description:
The physician was examining the tc electrode prior to the procedure. As he removed the protective sheath from the electrode, the wire snapped off. An alternate electrode was used for this case.

Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh indicates that this event would not be associated with the device but rather would be user related.